Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose greater than or equal to 500mg/dl, associated with an alleged call service alarm issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the pump emitted a call service 052/053/054/055 sleep alarm less than three times in thirty days. The call service alarm was not cleared which caused the pump to not deliver insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.